Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system was not "working". After registration, the instruments were reportedly no longer tracking. The site restarted the system and changed out the trackers with no resolve. Surgery was aborted and there was a reported delay to the procedure of 10 minutes due to this issue. There was no impact to patient.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: the reported issue occurred in a functional endoscopic sinus surgery (fess). If information is provided in the future, a supplemental report will be issued.